Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device showed a pacer cable failure error. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips the device showed a pacer cable failure error. There was no patient involvement.